Manufacturer narrative:
The insulin pump alarmed motor error due to a problem isolated to the motor. The occlusion and no delivery tests could not be performed because of the motor anomaly. However, the insulin pump passed the displacement and basic occlusion tests.

Event description:
It was reported that the customer went to a diabetes center for help with the insulin pump. It was also reported that the insulin pump alarmed "motor error". Nothing further was reported.